Event description:
The nurse of a (B)(6) female pt contacted zoll customer support to report that her monitor was displaying a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. Upon receipt the ECG 'c' and 'd' cable grommet was pulled from the distribution node (dn) with all wires attached, the trunk cable was pulled from the strain relief with a broken black (main batt) wire and yellow (pgnd) wire in the insulation, and the j702 connector was broken from the dn pca. The cause for the code 204 was the electrode belt's inability to communicate with the monitor. The cause for the inability to communicate was the damaged cables and broken wires. The root cause for the damaged cable and broken wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the broken wires. The pt was issued a replacement electrode belt.